Event description:
It was reported and confirmed that an intraocular lens (iol) with no quality issue was explanted. The specific reason for explant is unknown. No other information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of explant is between (B)(6) 2023 and (B)(6) 2023. Section d6b: if explanted, give date: unknown/ not provided. Best estimate of date of explant is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.